Event description:
The pt reported the infusion sets are leaky at the headset. He switched to another pack of infusion sets and had no further issues. No physiological effects were reported. The pt did not require treatment form a healthcare professional or second party to address the issue. The infusion sets were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.